Event description:
It was reported that during an in-clinic follow-up check, an out-of-range impedance was noted on the right atrial (ra) lead. Diagnostic imaging was performed, and an insulation break was observed. The ra lead was explanted. The patient was in good condition.